Event description:
It was reported that the ce was missing from the labeling. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following fields were updated with additional information: d4. Lot #: 4433650. D4. Expiration date: 24-nov-2026. D4. Primary UDI number:(B)(4). D9. Date returned to mfg: 25-mar-2024. H4. Device mfg date: 24-nov-2023. H6. Investigation codes: updated. Investigation summary: two (2) units of part number 008201 were received in their original packaging in a plastic bag. The samples were visually inspected at a distance of 12¿ to 16¿ under normal conditions of illumination to detect any cosmetic issue. During visual inspection it was detected that the ce mark does not appear on the label. Based on visual inspection, the reported failure mode is confirmed. These codes needed ce marks removed to be able to continue supply of the product beyond the mdd certification expiration date. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.